Event description:
It was reported that the patient was undergoing oxygen saturation (spo2) monitoring and the monitor was providing a lower reading than what the patient was experiencing. The probe (spo2 sensor) was replaced resolving the issue. The device was in clinical use at the time of the event. There was no report of actual harm associated with this complaint.

Manufacturer narrative:
E1: reporter number and institution phone number: (B)(4). The hospital equipment department evaluated the device and found that the spo2 sensor was defective. The defective spo2 sensor was replaced to resolve the problem. The defective spo2 was from philips, but no part number was provided from the customer. Based on the information available and the testing conducted, the cause of the reported problem was defective spo2 sensor. The reported problem was confirmed. While the reported problem appears to be related to the defective spo2 sensor, investigation will continue under efficia cm10 main unit as the hospital would not provide the part number or lot number of the defective accessory at this time.